Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6), 2021, the patient underwent an endovascular procedure. After implantation of the stent grafts, access angiography showed vascular injury with bleeding at the left external iliac artery. Also, a new localized dissection was observed at the origin of the left external iliac artery, but it was decided to be monitored. A gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was implanted at the site of injury for repair. No balloon touch-up was performed. After confirming that there was no bleeding by angiography, the procedure was completed. According to the fsa, since the bleeding was ¿oozing¿, the vital signs did not become weak. The patient didn¿t require a transfusion. It is unknown how much blood was lost. After the wound was closed, blood pressure in the left lower limb could not be confirmed, so an angiography catheter was advanced from the right femoral artery and angiography was obtained near the terminal aorta. It was observed that the viabahn device implanted in the left external iliac artery was occluded, and a fogarty thrombectomy was performed for repair. The patient tolerated the procedure.